Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) wrist surgery, it was discovered that the torque limiting attachment device came apart. According to the reporter, the device became disassembled when the surgeon was using the device to power in the locking screws. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There was no negative effect on patient outcome. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown; however, the reporter stated that the event occurred over the weekend. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was received apart. It was determined that the carrier shaft was loose from the torque unit (came apart). It was further determined that device had missing components of a compensating disc and a ball. It was also observed that the carrier shaft threads showed the remaining residue of the loctite. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.